Event description:
Event description boston scientific received information that this ventricular lead was surgically abandoned due to impedances greater than 2500 ohms and the lead safety switch had been triggered. The physician noted this was due to clavicular crush damage of the lead.